Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Review of the history log confirms the ec 322 reported symptom. Evaluation was unable to determine the cause. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components and were replaced.

Event description:
It was reported that a pump experienced system error 322. It was also reported there was no pt injury.